Manufacturer narrative:
Section d suspect medical device lot number was updated from unknown to 93029m800. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance of reagent lot 93029m800, a review of device history, and a review of product labeling. Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. Worldwide data was used to evaluate the historical performance of the likely cause reagent lot. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 93029m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 93029m800. A device history record review did not identify any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-38 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported a false elevated ca 19-9 xr result when processing on the architect i2000sr. The initial result was 260 and retest after drug therapy was 369, which was not consistent with the patient's history. The customer stated the patient was being monitored for pancreatic cancer postoperatively. No impact to patient management was reported.